Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during a middle cerebral artery (mca) stenosis case, there was friction encountered advancing the subject stent to the target lesion. When the physician was deploying the subject stent, the proximal section of delivery pole got fractured. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully with another device.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that subject stent stabilizer was seen to be fractured and the subject stent was not returned. The subject stent stabilizer was seen to be kinked 2cm from the break and 17cm from the break. Functional testing of reported event stent stabilizer broken/fractured during use was visually confirmed. The subject delivery system was advanced inside a demonstration guide catheter and no friction was noted. The inner body was separately advanced inside the outer body with slight friction noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported code stent delivery catheter/guide catheter friction was not confirmed during functional testing. The second as reported code stent stabilizer broken/fractured during use was confirmed and the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analysed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was described as moderately tortuous. It was reported that the operator prepared to implant a 3.0*15mm subject stent. After the stent was placed the operator deployed the stent and during this procedure the proximal of the delivery pole was fractured. The operator then replaced the stent with a new one in same catalog to finish the procedure. After the procedure the operator checked the product on the table and deployed it. The stent was then lost by careless. The initial resistance was felt when advancing the stent within the guiding catheter. The subject stent was not returned for analysis. The subject stent delivery catheter was returned and was inspected and noted to be undamaged. The subject stent stabilizer was kinked/bent at several locations along its length. In addition, it was noted to be broken/fractured near the proximal end. During functional testing, an attempt was made to advance the stent stabilizer, and slight friction was noted between the stent stabilizer and the delivery catheter. Damage to the stabilizer most likely occurred due to the difficulty experienced when attempting to deploy the subject stent. It is not clear why there was an initial issue deploying the subject stent, but one possibility is that it was due to the severe tortuosity of the patient¿s anatomy. The as reported codes stent stabilizer broken/fractured during use and stent delivery catheter/guide catheter friction and the as analysed codes stent stabilizer kinked/bent, stent stabilizer broken/fractured during use and stent stabilizer/catheter friction will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during a middle cerebral artery (mca) stenosis case, there was friction encountered advancing the subject stent to the target lesion. When the physician was deploying the subject stent, the proximal section of delivery pole got fractured. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully with another device.